Manufacturer narrative:
The device has been explanted and has been returned to MFR where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt went to the clinic, because the demodulator of her implant had completely extruded. The doctor cut the connection cable between the demodulator and the fmt and explanted the magnet, the demodulator and a part of the connection cable. The other part of the connection cable and the fmt are still in the middle ear. No infection was present at the tissue. The pt was a good candidate for the rw vibroplasty and was very satisfied with the performance. The device and the ap were working.